Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained a reading of 438 mg/dl at 9:12 a.m. On the contour next link 2.4 meter. Upon repeat testing at 9:14 a.m. With a non-ascensia meter, she obtained a reading of 75 mg/dl. The customer stated she was feeling symptoms of hypoglycemia. No specific symptoms were provided. The customer drank a glass of high protein milk and ate dried fruit, after which she recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next link 2.4 meter were tested with the in-house contour next test strips from lot # 9gpef13a, which gave a satisfactory performance.